Event description:
Rptr had these prostheses implanted in 1982. Because of creases in the implants, they were explanted in 1991 and replaced by another co's implants. She experiences burning and pain in both breasts and developed an autoimmune phenomena in 1985. On 1/17/94, the implants were explanted. (Also see mw1000684 and mw1000685.) This info was submitted as f/u 3/22/94: the rptr stated that the right implant removed in 1991 was ruptured and a "severe" amount of gel bleed was found on the left side. The implants were covered with polurethane.